Event description:
It was reported that the implantable cardioverter defibrillator (ICD) occasionally exhibited crosstalk oversensing seen on the electrogram (egm). Technical services (ts) was contacted, and ts discussed programming and solutions. The device and lead remain in service. No adverse patient effects were reported.